Event description:
It was reported that upon receiving the fogarty embolectomy catheter it was noted that the catheter shipping tube was broken in half. There were no patient complications reported.

Manufacturer narrative:
Several attempts were made to retrieve the device from the hospital for evaluation; however, device was not returned from the customer. Without the return of the device, we are unable to complete an investigation of the reported event. If the device becomes available, a supplemental report will be submitted. A device history record review was not completed as the lot number was not provided.